Manufacturer narrative:
Concomitant product: 507645, lead, implanted: (B)(6) 2004.

Event description:
It was reported that there was potential right ventricular (rv) lead oversensing. It was also noted that when the device was checked the oversensing could not be reproduced and the lead had normal function. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.